Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed without noting any issues. A leak test was performed and confirmed a leak at the junction of the tube and the chamber. A pull test was performed and resulted in a disconnection of the pip of the chamber from the rest of the chamber. The reported condition was verified. The assignable cause was undetermined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked from the drip chamber during priming with normal saline. There was no patient involvement. No additional information is available.